Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: at the second stroke, the handle could not be fully squeezed. Additional manual suturing was done on the stump. The surgeon had to resect more tissue than what was originally planned due to the product problem.